Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the sensor pin was stuck and once pushed, it failed to return to the home position. In addition, cosmetic damage, front panel crack, caution label fading, top cover rusty, front panel bezel rusty, and chassis rusty were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source lights are blinking and an e315 error was displayed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed blinking panel lights. The DHR confirmed that the subject device was shipped in accordance to specifications. A definitive root cause for this issue was not established, however, it is probable that the led on the front panel blinks because the sensor pin (slide switch) was caught in the in position and the scope could not be detected. Olympus will continue to monitor field performance for this device.